Event description:
It was reported that during pre-use check the cs300 intra-aortic balloon pump (iabp) went on standby while running. There was no patient involvement.

Manufacturer narrative:
Testing of actual/suspected device: (10/213) a getinge field service engineer (fse) evaluated the iabp on the trainer for more than one hour and could not duplicate the issue. Evaluated machine from inside and observed a minor moisture in blood detector tubing, to fix the issue the fse removed the moisture from the tubing, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) went on standby while running. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.